Event description:
Boston scientific received information that this left ventricular (lv) lead was pulled back and when the physician tried to repositioned it, the vein was blocked. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.